Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The procedure was completed with a different device. There were no patient complications as a result of this event.